Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 24 and 36 hours. The pod was leaking and when the pod was removed from the infusion site (abdomen), the cannula didn't look normal and wasn't inserted properly. Symptoms reported include the patient being thirsty, vomiting, urination and dizziness. The patient reports slipping on their own vomit and hurting their hip, the patient was treated with 3 intravenous bags of insulin. The patient was discharged the same day. The pod was removed before going to the hospital and was discarded.